Event description:
A malfunction code was reported, identified as malf 0, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided relevant reset information, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any malfunction codes reappeared, which the caller acknowledged and understood.